Event description:
It was reported "display error. Display on iabp being entirely black and unresponsive. Iabp poweredon and running. Screen reset attempted with no change. Cable connections verified. Console power cycled with no improvement. Console exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 cpm board. The sample was returned in the cpm board shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. Visual inspection of the cpm board was performed, and no abnormality was noted. The returned cpm board was installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for approximately over 60 minutes with no issues. The cpm board functioned as intended. A device history record (DHR) review was con ducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "display went black" was confirmed by the field service representative; however, the returned cpm board passed visual and functional test specifications. Based on a re-view of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "display error. Display on iabp being entirely black and unresponsive. Iabp poweredon and running. Screen reset attempted with no change. Cable connections verified. Console power cycled with no improvement. Console exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "display error. Display on iabp being entirely black and unresponsive. Iabp powered on and running. Screen reset attempted with no change. Cable connections verified. Console power cycled with no improvement. Console exchanged". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "display went black" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the cpm board. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to display screen error. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.